Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had an off no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 74 mg/dl. The customer also reported receiving weak battery and bad battery alerts and a battery out limit. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.